Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were provided to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported per a social media update that on an unknown date, the patient was implanted with screws. Post-op, allegedly, the screws broke and the patient was experiencing pain.